Event description:
Consumer reported when opening the reagent to start the test, the reagent splashed up into her eyes. Consumer stated that there was slight irritation and that they would go see their health care provider. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted for the initial and investigation completion. A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider. A supplemental report will be provided if any additional is obtained